Event description:
(B)(6) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2015, the patient had experienced a myocardial infarction (mi) in the 24-36 hour period prior to index procedure. Coronary angiography was performed and patient underwent elective percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the distal right coronary artery(rca) with 99% stenosis and was 9mm long with a reference vessel diameter of 3.75mm. The lesion was treated with direct stent placement and a 3.50x16mm promus premier¿ stent. Following post-dilatation, 0% residual stenosis. One day post procedure, the patient was discharge on aspirin and clopidogrel. Seven days post procedure, the patient contacted emergency medical technician (emt) with a complaint of a heart attack and self-medicated with nitro x3 prior to arrival of emt, with no relief. Electrocardiogram (ECG) revealed st elevation with possible inferior infarction and sinus bradycardia with 1st degree av block and patient's coronary angiography showed 100% diameter stenosis with a timi flow 0 in rca. The patient was then hospitalized and was treated with placement of a 3.5x20mm promus premier¿ stent in distal rca. The event was considered resolved on the same day. One day post procedure, the patient was discharged with aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).